Event description:
The axsym processing cover does not remain in the upright position and that they have been hit on the head by the falling cover. The customer states that no medical treatment was sought. No serious injury was reported.